Event description:
It was reported to philips that the system does not power up. The device was not in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile cannot confirm a malfunction. Upon troubleshooting actions, fse identified that the f1 fuse in the m cabinet pdu was defective. Fse replaced the f1 fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.